Manufacturer narrative:
Additional information was received from the customer regarding the status of the patient. They reported the patient is doing well and the pregnancy is ongoing. Previously, the status of the patient was unknown. No additional impact to patient management was reported. Based upon this new information, this complaint is no longer a reportable event. An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of the service history, and a review of product labeling. A review of trending data and search for similar complaints, did not identify any adverse trends or any similar issues. A review of the ai02018 service history was performed and found no contributing factors on or around the date of the complaint. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Patient identifier: (B)(6). All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false decreased b-hcg result when processing on the alinity I. The following data was provided for sid (B)(6): on (B)(6) 2019: 6704 miu/ml. The physician questioned this result and performed an ultrasound as the previous result for this patient was 36000 miu/ml. On (B)(6) 2019: the result was >1500 and after dilution the result was 111179 miu/ml. The sample was rerun on manual dilution and the result was 111425 miu/ml. No additional impact to patient management was reported.